Event description:
It was reported that the left ventricular lead had high threshold. The lead remains in use. The right ventricular lead had high impedance and high threshold. The pace/sense portion of the lead was capped and an existing pacing lead was uncapped and will be used for sensing. The high volt portion of the lead remains in use. The device reached elective replacement indicator due to possible premature battery depletion from the high thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted: (B)(6) 2012; d224trk ICD, implanted: (B)(6) 2012. (B)(4).